Event description:
Mantilla d, le corre m, cagnazzo f, et al. Outcome of transarterial treatment of dural arteriovenous fistulas with direct or indirect cortical venous drainage. Journal of neurointerventional surgery. 2018;10(10):958-963. Doi:10.1136/neurintsurg-2017-013476. Literature was reviewed regarding "outcome of transarterial treatment of dural arteriovenous fistulas with direct or indirect cortical venous drainage." The aim of the study was to determine whether the clinical and radiological outcomes after transarterial onyx treatment were affected by the type of cortical venous drainage (direct vs indirect) of high-grade dural arteriovenous fistula (davf). The time frame of this study was (B)(6) 2006 to (B)(6) 2014 and (B)(4) patients were included, subdivided into dcvd (n=(B)(4)) and icvd groups (n=(B)(4)). The mean age and the percentage of men were slightly higher in the icvd group than in the dcvd group (65.7 years vs 58.9 years, (B)(4), respectively). The following medtronic devices were used: onyx no deaths were reported in the study population. The overall complication rate was (B)(4), with permanent complications in (B)(4) of patients and transient complications in (B)(4) of patients. -hemorrhagic complications in (B)(4) patients. The hemorrhagic complications were secondary to venous infarction related to onyx migration in cortical veins with secondary thrombosis -ischemic complications in (B)(4) patients. In (B)(4) cases, they were related to arterial onyx migration and concerned patients from the dcvd group. In (B)(4) patient, dissection of the posterior inferior cerebellar artery occurred during catheterization, with secondary focal laterobulbar subarachnoid hemorrhage. The other ischemic events were related to lacunar strokes; most of them were transitory or asymptomatic and discovered during the early mra follow-up. -occipital hematoma in (B)(4) patient in the dcvd group (permanent complication) -ischemic lesion in the m2 territory (B)(4) patient in the icvd group (permanent complication) -immediate complete occlusion after treatment was achieved in (B)(4) of patients, with no difference between groups -the rate of good neurological outcome (mrs score 0¿2) was (B)(4).

Manufacturer narrative:
G2: citation: authors: mantilla, d., le corre, m., cagnazzo, f., gascou, g., eker, o., machi, p., riquelme, c., dargazanli, c., costalat, v., bonafe, a., & lefevre, p.-h. Outcome of transarterial treatment of dural arteriovenous fistulas with direct or indirect cortical venous drainage. Journal of neurointerventional surgery 10 2018. Doi:10.1136/neurintsurg-2017-013476 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.